Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause of this issue was determined to result from a software exception error during the stress echo exam. The reason for the error is due to the stress echo subsystem attempting to access a bookmark file being controlled by solidcore at the same time. Software was reloaded on the system to resolve the issue. The occurrence of this error was resolved via a fix in software vc11b. The system is fully functional. Reference #(B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # 2025-00139503-1.

Event description:
While using the sc2000 system for a stress-echo exam, the user stated there were problems acquiring images. The unit crashed during the exam. There was data loss of the post images. The patient was moved to a different system to complete the exam. There was no injury.